Event description:
The customer reported that the reservoir had air bubble. Customer stated that she having a hard time purging the air bubbles out of the reservoir. Customer's blood glucose was 187 mg/dl. Advised the customer to purge the air bubbles and advised that tiny little air bubbles is fine as long as they do not move when you flick the vial. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)